Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding menorrhagia') and multiple episodes of autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease', 'hashimoto's disease') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016 clinical summary/clinical impression: abnormal uterine bleeding, pelvic pain. Gross description: the light. Fallopian tube is received transected and when reapproximated is 10.2cm long, up to 0.4cm. In external diameter the serosa is pink, sporadically hemorrhagic with one 0.1. Cm cyst, filled with cloudy gray fluid. The lumen of the proximal 1cm length of the right fallopian tube contains tightly coiled siiver metallic material the right ovary is pink-tan cribriform, cystic and 4.9 x 1.7 by 2.0 cm. The cut surfaces contain at least 2 thin walled smoothly lined cavities filled with either clear watery fluid or deep red liquid and clotted blood. The cavities range from 0.8 cm to 1.0 cm. Concurrent conditions included thyroid neoplasm, uterine bleeding, polymenorrhoea, ovarian cyst and pelvic adhesions. Concomitant products included clarithromycin (macrobid), estradiol, estrogens conjugated (premarin), fluoxetine hydrochloride (prozac), levothyroxine sodium (synthroid), losartan, macrogol 3350 (dulcolax balance) and thyroid (nature throid). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches,"). On 28-nov-2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue, tired/ no matter what I was constantly tired"), 1 month 5 days after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2012, the patient experienced tooth disorder ("dental issues"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / I gained about 50 pounds") and experienced alopecia ("hair loss / hair was fragile, broke off and was falling out"). In (B)(6) 2013, the patient experienced tooth fracture ("teeth crack/ teeth break"). In (B)(6) 2014, the patient experienced the first episode of autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal"), arthralgia ("joint pain"), myalgia ("muscles pain"), uterine enlargement ("my uterus is enlarged"), uterine pain ("the pain is comparable to laboring a baby"), the second episode of autoimmune thyroiditis ("hashimoto's disease"), weight fluctuation ("I started out at 205 at 6 months I was down to 152. Maintained it for few years and now I m to 185. "), thyroid disorder ("thyroid issues"), endometriosis ("endometriosis"), urinary tract infection ("uti"), discomfort ("a little discomfort"), pyrexia ("fever"), feeling cold ("freezing cold"), flatulence ("gas"), musculoskeletal pain ("shoulder pain "), micturition urgency ("bladder seems very low.. Lots of pressure and I feel like I constantly have to urinate"), incision site pain ("belly button incision is tender") and menopause ("menopause"). The patient was treated with surgery (ablation, and hysterectomy,salpingectomy oophorectomy,d & c,endometriosis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, tooth disorder, depression, weight increased, vaginal haemorrhage, fatigue, abdominal pain, tooth fracture, uterine enlargement, uterine pain, the last episode of autoimmune thyroiditis, weight fluctuation, thyroid disorder, endometriosis, urinary tract infection, discomfort, pyrexia, feeling cold, flatulence, musculoskeletal pain, micturition urgency, incision site pain and menopause outcome was unknown, the migraine, headache, dyspareunia, arthralgia and myalgia had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, depression, discomfort, dyspareunia, endometriosis, fatigue, feeling cold, flatulence, headache, incision site pain, menopause, menorrhagia, micturition urgency, migraine, musculoskeletal pain, myalgia, pelvic pain, pyrexia, thyroid disorder, tooth disorder, tooth fracture, urinary tract infection, uterine enlargement, uterine pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of autoimmune thyroiditis and the second episode of autoimmune thyroiditis to be related to essure. The reporter commented: current weight 199 lbs. Approximate weight at the time of essure placement 165 lbs. On (B)(6) 2011- procedure: the right tubal os is visualized and the essure device deployed in the usual fashion. The essure coils are as follows: right: 5 and left: 1. The were no complications with placement. The scope was removed without difficulty. Excellent hemostasis noted. Lot number documented to be ess305 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure coil placement for tubal occlusion.. Ultrasound scan - on (B)(6) 2014: essure showing adequate placement. The remainder of the endometrium is unremarkable. The uterus is slightly retroverted. The bilateral ovaries and adnexa are unremarkable. There is a less than 1 cm dominant follicle cyst, right ovary. There is no evidence of free fluid in the posterior cul-de-sac.; on (B)(6) 2016: the gallbladder is filled with multiple shadowing large gallstones. Gallbladder wall thickness is 2.0mm, which is normal. No pericholecystic fluid ls identified. The common bile duct appears normal, measuring 4.0mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal bleeding, dysmenorrhea . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterus enlarged, uterine pain, hashimoto's disease, weight fluctuation, thyroid issues, endometriosis, uti, discomfort, fever, feeling cold, gas, shoulder pain, urgency urination, incision site tenderness, menopause most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. New events: uterus enlarged, uterine pain, hashimoto's disease, weight fluctuation, thyroid issues, endometriosis, uti, discomfort, fever, feeling cold, gas, shoulder pain, urgency urination, incision site tenderness, menopause were added. New reporter and concomitant drugs added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease") and menorrhagia ("abnormal bleeding menorrhagia") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * (B)(6) 2016 clinical summary/clinical impression: abnormal uterine bleeding, pelvic pain gross description: the light. Fallopian tube is received transected and when reapproximated is 10.2cm long, up to 0.4cm .in external diameter the serosa is pink, sporadically hemorrhagic with one 0.1. Cm cyst, filled with cloudy gray fluid. The lumen of the proximal 1cm length of the right fallopian tube contains tightly coiled siiver metallic material the right ovary is pink-tan cribriform, cystic and 4.9 x 1.7 by 2.0 cm. The cut surfaces contain at least 2 thin walled smoothly lined cavities filled with either clear watery fluid or deep red liquid and clotted blood. The cavities range from 0.8 cm to 1.0 cm. Concurrent conditions included thyroid neoplasm, uterine bleeding, polymenorrhoea, ovarian cyst and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue, tired"), 1 month 5 days after insertion of essure. In january 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In may 2012, the patient experienced tooth disorder ("dental issues"). In july 2012, the patient was found to have weight increased ("weight gain / I gained about 50 pounds") and experienced alopecia ("hair loss / hair was fragile, broke offand was falling out"). In may 2013, the patient experienced tooth fracture ("teeth crack/ teeth break"). In november 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal"), headache ("headaches,"), arthralgia ("joint pain") and myalgia ("muscles pain"). The patient was treated with surgery (ablation, and hysterectomy,salpingectomy oophorectomy,d & c,endometriosis). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, menorrhagia, tooth disorder, depression, weight increased, vaginal haemorrhage, fatigue, abdominal pain and tooth fracture outcome was unknown, the migraine, headache, dyspareunia, arthralgia and myalgia had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune thyroiditis, depression, dyspareunia, fatigue, headache, menorrhagia, migraine, myalgia, pelvic pain, tooth disorder, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 199 lbs. Approximate weight at the time of essure placement 165 lbs. (B)(6) 2011- procedure: the right tubal os is visualized and the essure device deployed in the usual fashion. The essure coils are as follows: right: 5 and left: 1. The were no complications with placement. The scope was removed without difficulty. Excellent hemostasis noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure coil placement for tubal occlusion.. Ultrasound scan - on (B)(6) 2014: essure showing adequate placement. The remainder of the endometrium is unremarkable. The uterus is slightly retroverted. The bilateral ovaries and adnexa are unremarkable. There is a less than 1 cm dominant follicle cyst, right ovary. There is no evidence of free fluid in the posterior cul-de-sac.; on (B)(6) 2016: the gallbladder is filled with multiple shadowing large gallstones. Gallbladder wall thickness is 2.0mm, which is normal. No pericholecystic fluid ls identified. The common bile duct appears normal, measuring 4.0mm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:vaginal bleeding, dysmenorrhea . Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), headaches, dyspareunia, fatigue, weight gain / loss specify which one: weight gain, hair loss, abdominal pain, teeth crack, joint pain, muscles pain were added. Outcome of event's migraines, headaches, joint pain, muscles pain from unknown to recovered/resolved and events painful sex, hair loss from unknown to recovering/resolving were updated. New reporters were added. Concomitant conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and autoimmune disorder ("auto-immune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), tooth disorder ("dental issues"), depression ("depression"), weight increased ("weight gain"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, tooth disorder, depression, weight increased, migraine and alopecia outcome was unknown. The reporter considered alopecia, autoimmune disorder, depression, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.